Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the bending angle in down direction did not meet the standard value, due to wear of angle wire. Due to wear of angle wire, the play of up/down knob is out of the standard value. The adhesive on black covering of the bending section was chipped and cracked, and had white-clouded area. Due to clogging of nozzle, water removal ability did not meet the standard value. There was damage/deformation due to physical stress. The universal cord had a wrinkle. The grip had a scratch. Switch 2 had a scratch. The protector of universal cord on the suction-connector side had a scratch. The indication on suction-connector was peeled. The plastic distal end cover had a scratch. The connecting tube had a scratch. Due to clogging of the nozzle, water removal ability did not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment address - (B)(6).

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign object that came out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.